Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock and smart pass was off. The device will be reprogrammed and smart pass will be re-enabled. The clinic will continue to monitoring. Technical services (ts) was consulted, discussed possible reprogramming options and noted another inappropriate shock from 2023 due to wide signal and oversensing. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one additional inappropriate shock due to t wave oversensing. A smart pass disabled episode occurred. Technical services (ts) discussed turning smart pass back on and possible reprogramming options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock and smart pass was off. The device will be reprogrammed and smart pass will be re-enabled. The clinic will continue to monitor. Technical services (ts) was consulted, discussed possible reprogramming options and noted another inappropriate shock from 2023 due to wide signal and oversensing. This s-ICD system remains in service. No additional adverse patient effects were reported.